Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use, the gui touchscreen stopped working and was non-responsive to touch. The ventilator continued to ventilate the patient. There was no harm to the patient and the patient was placed on another ventilator. The reporting hospital will not provide any patient information.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.